Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022. Block d6b: 2022.

Event description:
It was reported that the patient was no longer working as intended. The patient underwent an ipg explant procedure. The explanted device will not be returned.